Event description:
It was reported that the external pulse generator (epg) "froze" when connected to the patient. The epg was replaced with another unit. Also noted was that the biomedical engineer was unable to duplicate the reported error, but noted that there were diagonal lines "running through the lower display." There was also some apparent case damage. The epg was returned for service and repair. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the device froze. Analysis confirmed the reported display issue. Lcd (liquid crystal display) is missing segments. Upper and lower cases are cracked (broken). Ring cover and one side bail cover are broken. Battery release is sticky and contaminated. Heart block, lead flex cover, and battery flex are contaminated. One case screw is incorrect. Battery contacts are compressed and contaminated. It is noted the battery contacts were not seated properly. Ring and one side bail are bent. Battery drawer is damaged (broken). Serial number label is missing. Main printed circuit board assembly is out of specification; when the rate knob was set above 125 paces per minute, both sense and pace led (light emitting diode) on the ventricular side were flashing.